Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). The patient had a bicuspid aortic valve. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4-5mm on the non-coronary cusp (ncc) and 7-8mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged. On (B)(6) 2026, the patient was hospitalized with a complaint of worsened symptoms. Echocardiogram (echo) revealed severe aortic regurgitation (ar). The physician believes a paravalvular leak (pvl) was also noted. A 26mm, non-abbott valve was implanted by performing a valve-in-valve procedure. The patient was discharged.